Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a peak blood glucose of 350 mg/dl several hours after a supply change and a usual supper, without occlusion or dosing-stopped alerts; the user was advised to perform another supply change and move the infusion site to avoid scar tissue, after which glucose later trended down and stabilized at 139 mg/dl. Symptoms included elevated blood glucose. Outcomes included temporary interruption of glycemic control without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and identified potential infusion-site issues such as scar tissue as a possible contributor. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-directed corrective actions and recovery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.